Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis patient was hospitalized due to peritonitis. The patient reported stomach pain and stated it was caused by cross contamination (unspecified). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 (no symptoms provided). The patient was diagnosed with peritonitis. The patient was subsequently admitted to the hospital. The patient had pd cultures obtained. The patient was initiated on antibiotics. The antibiotics during the hospitalization were unknown. The cultures were positive for gram-negative acinetobacter (no species provided). The patient was discharged on (B)(6) 2025 and prescribed intraperitoneal (ip) fortaz 4g daily for 14days. The pdrn could not confirm the patient¿s reported cause of the peritonitis as a contamination event. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the patient reported the cause of the peritonitis event as a cross contamination (unspecified), this could not be confirmed by the pdrn. This organism, acinetobacter, is frequently cultured from urine, saliva, respiratory secretions, and open wounds which does support the patient¿s report of contamination. Based on the available information and no allegations or evidence of malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis patient was hospitalized due to peritonitis. The patient reported stomach pain and stated it was caused by cross contamination (unspecified). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 (no symptoms provided). The patient was diagnosed with peritonitis. The patient was subsequently admitted to the hospital. The patient had pd cultures obtained. The patient was initiated on antibiotics. The antibiotics during the hospitalization were unknown. The cultures were positive for gram-negative acinetobacter (no species provided). The patient was discharged on (B)(6) 2025 and prescribed intraperitoneal (ip) fortaz 4g daily for 14days. The pdrn could not confirm the patient¿s reported cause of the peritonitis as a contamination event. The patient is continuing ccpd therapy during recovery.